Manufacturer narrative:
The reported event could not tighten the a-lead into the device header was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a-setscrew stripping it. After the physician completely stripped the inset walls, the setscrew could no longer be tightened. The problem was caused by the physician/user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead failed to connect to the pacemaker header. The pacemaker was not used and replaced during the procedure. The patient was stable.